Manufacturer narrative:
(B)(4). The device sample was returned to the manufacturer for evaluation. The swg was found to be kinked. The complete results of the investigation are not available at the time of this report.

Event description:
The customer alleges that the user tried to insert the catheter through the swg (spring wire guide), but the catheter couldn't advance over the swg.

Manufacturer narrative:
Qn#(B)(4). One spring wire guide (swg) and advancer tube were returned for evaluation. The catheter involved in the incident was not returned. The swg was visually examined at 10x magnification. A slight bend was observed 1cm from the j-bend. The length and outside diameter of the swg were measured and were found to be within specification. A manual tug test revealed that both swg welds were intact. The wire had a typical feel. A device history record (DHR) review was performed on the catheter and swg and did not reveal any manufacturing related issues. The report of difficulty inserting the catheter over the swg was confirmed by visual examination of the returned sample. The swg was bent near the distal tip. The catheter involved in the incident was not returned. The swg was verified to meet dimensional specifications and there were no relevant findings during a DHR review of the catheter and swg. The probable cause of this issue could not be determined based on the information provided and without a complete sample.

Event description:
The customer alleges that the user tried to insert the catheter through the swg (spring wire guide), but the catheter couldn't advance over the swg.